Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014 under general anesthesia. According to the complainant, the patient was noted to have a patulous cervix. About seven minutes and thirty seconds into the ablation phase, visible fluid leak of less than 10 ml was noted on the cervix. The procedure was then aborted due to this event. Post procedure, burn was noticed on the patient's external cervix and a tiny bit on the vagina. The burn was not classified and it was treated with silvadene cream. The patient¿s condition at conclusion of the procedure was reported to be ¿okay." An additional attempt has been made to obtain follow up event details with no response from the clinician.